Manufacturer narrative:
The camera head and coupler were both returned for investigation. The reported failure was confirmed. The units were subjected to visual and functional testing. The root cause of the reported failure was traced to sterilant on the cable connector. This failure mode occurs when the cable cap is not used properly when sterilizing the camera head. This causes sterilant to build up on the cable connector. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the image blacked out on the unit.